Manufacturer narrative:
A review of the manufacturing documentation of the paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that following an implant procedure the patient was experiencing pain in his abdomen. The patient went to the emergency room where the paddle lead was explanted due to the patient not having enough room in his epidural space for the lead which was causing pressure on the dura. The patient is doing well following the explant procedure.

Event description:
A report was received that following an implant procedure the patient was experiencing pain in his abdomen. The patient went to the emergency room where the paddle lead was explanted due to the patient not having enough room in his epidural space for the lead which was causing pressure on the dura. The patient is doing well following the explant procedure.